Event description:
As reported to medtronic, crew responded to a cardiac arrest, patient was in full arrest when the crew arrived. When an attempt was made to charge the device, the device would not reach full charge. A back up device was used to continue care to the patient. Patient outcome was not reported. Medtronic did not receive any reports of adverse affects to the patient as a result of device operation.

Manufacturer narrative:
Medtronic evaluated the device and found the sternum paddle had an open wire between the main board and the paddle assembly. The device was repaired and returned to the customer.